Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information available, the customer reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective chart review follow-up study indicated that female patient underwent retinal photocoagulation (including panretinal and invitreal endophotocoagulation), treatment of central branch retinal vein occlusion using an ophthalmic laser for central retinal vein occlusion, leaking microaneurysms, macular edema, retinopathy -proliferative, including diabetic, refractory glaucoma. The surgery was completed on the same day. After eight months post surgery, the patient experienced inflammation, corneal oedema and elevated intra ocular pressure (iop). The patient received topical treatment. The patient was recovered from the current conditions. No further follow-up will be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).